Manufacturer narrative:
Reporter is a synthes employee. Part number: 03.033.001, synthes lot number: l750727, manufacturing site: (B)(4), release to warehouse date: 20. April 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Visual inspection: the radiolucent insertion handle frn (part #: 03.033.001, lot #: l750727) was received at us customer quality (cq). Upon visual inspection, it was observed that the threaded tip of the mating device (part #: 03.010.523, pi-15960427015949297) had broken off and became stuck inside the insertion handle. No defects were observed on the insertion handle. The photo in the notes & attachments section did not provide any additional details. Device failure/defect identified? No. Dimensional inspection: no dimensional inspection could be performed due to device geometry. Document/specification review: manufactured and current were reviewed. No design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion: this complaint was not confirmed as there was no defect found. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during a femoral recon nail case, the tip of metal radiolucent insertion handle was broke off inside the carbon fiber nail guide. There was no adverse patient effects or outcome due to breakage. No case delay or extended time due to breakage. The procedure was successfully completed. There is no patient consequence reported. Concomitant device reported: unknown nail (part# unknown, lot# unknown, quantity 1). This report is for one (1) radiolucent insertion handle frn. This is report 2 of 2 for (B)(4).